Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and stated that the pump emitted a call service (B)(4) on (B)(6) 2016. Customer support educated reporter that it was an issue with transmitter and which would need to be replaced. The transmitter was requested for dexcom analysis, but reporter stated that "transmitter is working fine" and decided to leave it in at the time and refused to send back. Again, cts educated reporter that it was infact an issue with the transmitter and agreed to send a one time courtesy replacement transmitter for the discrepancy of information between dexcom and animas. There was no allegation of an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission 1/25/2017. The transmitter has been returned and evaluated by product analysis on 12/30/2016 with the following findings: no defect was found. The returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2 hrs.. Both bg calibration requests entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%.no alarms or warnings occurred, the transmitter performs within spec, unable to duplicate ¿call service 215¿ complaint.